Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the pacemaker implant procedure, the device displayed impedance measurements greater than 3,000 ohms with both unipolar and bipolar configurations. Noise with oversensing and pacing inhibition were also observed. The physician did a tug-test, which was successful showing the setscrew was intact. The lead was removed, tested with the analyzer and everything was normal. The physician was concerned with a possible header interface issue and elected to implant a new pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.